Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tamper sea and housing intact. Upon inspection, the customer's reported issue could not be duplicated. Investigation found no issues with the device, the speaker was replaced for preventive.

Event description:
It was reported that medfusion pump displaying acu watchdog error. Unknown if patient involvement or injury occurred.

Manufacturer narrative:
Other, other text: the model number was not documented, in the initial report.